Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: b4; b5; d9; g3; h2; h3; h4; h6. Visual examination of the returned product identified scuffing to the od and found the locking feature to be deformed with shavings visible. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Radiographs were provided and were not reviewed by a health care professional as it would not enhance the investigation. There was 1 image of a full construct, but it is unsure if it was the final construct or if it was the construct the surgeon was not able to fit/mate. The complaint could not be confirmed. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). G2: mexico. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the procedure, the liner was unable to be assembled with the shell. Another construct was used to complete the procedure. There was no harm or health consequences to the patient. Attempts have been made and no further information is available.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: a2; a3; a4; b4; b5; b7; g3; h2. The investigation into the reported event is currently underway. Once the investigation is complete, a follow-up MDR will be submitted.